Event description:
It was reported to philips healthcare an error of the heartstart mrx for an unspecified issue. There was no reported pt involvement and/or impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.